Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had a revision done sometime in summer 2024. Patient said the reason for the revision was because they lost almost 200 pounds and the stimulator was flopping around in the pocket and was painful. Reviewed communicator general use. Patient was able to connect to the implant and turn stim on. The patient was redirected to their healthcare provider to further address the issue. Patient has a knee and carpal tunnel surgery on (B)(6). Patient said the healthcare provider (not familiar with the device) was having a fit before they went in to the operating room because they were telling the patient they didn't have to hold the communicator over the implant to communicate. Patient said the communicator wasn't holding a change. Reviewed communicator battery light function. Reviewed how to check communicator battery level on handset (communicator was 90% charged).